Event description:
It was reported that a (B)(6) pump alarmed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a downstream occlusion alarm was not reproduced. Force sensor in specification and downstream occlusion testing passed. A review of the event history log revealed multiple 'downstream occlusion!' Messages but the issue cannot be confirmed based on ehl evidence alone as the problem may result from typical use of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a downstream occlusion alarm was not reproduced. Force sensor in specification and downstream occlusion testing passed. A review of the event history log revealed multiple 'downstream occlusion!' Messages but the issue cannot be confirmed based on ehl evidence alone as the problem may result from typical use of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.